Event description:
The patient stated that "77" was frozen on the display of his infusion device. He stated that he has continued to use recalled power packs. He stated that the power pack had been in use for "about" 2 weeks. The patient was advised to discard all recalled power packs and to only use corrected power packs. The patient was instructed to insert a corrected power pack and his infusion device functioned properly. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.